Event description:
The patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03454. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a concurrent procedure of an anterior vaginal repair on (B)(6) 2005. It was reported that patient underwent a removal of eroded mesh on (B)(4) 2006. It was reported that patient underwent an exam under anesthesia; mesh area was hemostatic on (B)(6) 2006. It was reported that patient underwent a revision of mesh on (B)(6) 2008. It was reported that patient underwent a removal of mesh on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03454. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy/ anterior repair on (B)(6) 2005. It was reported that the patient underwent a revision surgery on (B)(6) 2006, due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a revision procedure on (B)(6) 2006. It was reported that on (B)(6) 2008 the patient underwent an intraoperative consultation and repair of colon injury and excision of vaginal mesh.